Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/15/2014 with the following findingsthe black box and pump histories from the time of the reported event were overwritten due to continued pump use. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) 2013 the patient was taken to the ER with blood glucose (bg) of 400mg/dl, migraine headaches, vomiting, and severe ketones. The patient reportedly remained on the pump for the entire hospital stay and was given correction injections as needed. The patient was reportedly discharged the afternoon of (B)(6) 2013 when symptoms had been alleviated. The patient's bg at the time of discharge was unknown. The patient's diagnosis upon discharge was reportedly 'migraines.' The reporter stated that the patient had been having migraines and patient's healthcare provider (hcp) was unsure if the migraines were causing the elevated bgs or if elevated bgs were causing the migraines. The patient's hcp wanted the pump reviewed prior to making settings adjustments. The patient's bgs after discharge from the hospital have reportedly been 80-339mg/dl with mild increased thirst. At the time of the call to animas, the patient reportedly did not have a migraine. Customer technical support (cts) reviewed the pump with the reporter and found all settings and histories are correct. The reporter confirmed no settings adjustments have been made recently. The reporter noted that the infusion set had been changed on (B)(6) 2013 with no improvement to bgs seen. The reported denied any scar tissue at insertion sites and demonstrated appropriate site rotation and insertion technique. The reporter denied any issues with bent cannulas. The reporter stated that the insulin vial is not new and is about 20 days old. The reporter confirmed that the insulin stands at room temperature and noted she had not tried a new vial of insulin to resolve bg issues. Cts advised the reported that troubleshooting indicated the pump was delivering as programmed. Cts advised the reporter to change the insulin vial and to follow up with the hcp for bg management recommendations. This complaint is being reported because the patient allegedly experienced severe hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.